Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
It was reported the patient's lead that was implanted at l4 had migrated. Surgical intervention was undertaken and the lead was explanted and replaced. Postoperatively, the patient reported receiving effective therapy.